Event description:
A pt underent surgery in 2004 and a hip endoprosthesis was put in place. Palacos re with gentamicin cement implant was used. Immediately after the application pt developed circulatory arrest. Resuscitative measures were taken but without success and the pt died. Cause of death is not known.